Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly experiencing loss of lock. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The explanted device was damaged during removal and will not be returned for analysis.